Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were some bad storms and now the transmitter was not starting-up. The prongs were removed and the two green contacts had black and charring on them. The green contacts looked damaged. New transmitter was sent.

Manufacturer narrative:
Analysis was normal. No anomalies were found.